Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. During the case they were unable to advance the wire. The catheter and wire were removed from the body, and they were able to remove the wire. A new wire was unable to be loaded into the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. During the case they were unable to advance the wire. The catheter and wire were removed from the body, and they were able to remove the wire. A new wire was unable to be loaded into the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
The returned farawave pfa catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of a stuck guidewire not confirmed. Investigators were able to load a known good guidewire into the catheter with no issues and were able to maneuver the catheter with no resistance. The cause of the issue could not be determined as there was no problem found with the returned device.